Event description:
A customer contacted baxter's technical service center to report receiving a low drain volume (ldv) alarm on the home choice device during drain 1. (B)(4). The drain volume (dv) was 152ml and the last fill volume (lfv) was 2500ml. The technical service representative (tsr) had the homepatient (hp) close and open the transfer set, check lines for clamps, kinks, fibrin. The tsr had the hp pull up on lines near the door and change position. The dv was not increasing. The tsr had the hp check the patient line for air. No air in the patient line. The hp was requesting to bypass to fill 1. The tsr advised the hp that he could not bypass him. Advised the hp he had filled with 2500ml and only drained 184ml. Hp asked the tsr if he could bypass to drain 2. Advised hp would fill with 50ml of solution and do a manual drain. Hp filled with 57ml and drained out only 3ml and then down to -17ml. The tsr advised the hp he would need to end therapy and contact the peritoneal dialysis (pd) nurse (rn) for further instructions. Tsr assisted hp to end therapy. Once therapy ended, the hp began draining solution into the toilet. The tsr had the hp retrieve the cassette and the hp stated cassette was all wet. The tsr advised the hp that the cassette may have leaked. Hp stated he would start over with new supplies and see if he could drain and call the tsr back. The hp ended therapy and was referred to pd rn. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2010, product surveillance contacted the hp regarding the cassette leak. The hp stated that he did not know exactly why the cassette was leaking. He did get some solution on his hands and washed his hands immediately. The hp stated that he discarded the sample and did not have the lot number or a companion sample available. The hp stated that he was switched to hemodialysis because he had difficulties draining. He stated that his doctor has him scheduled to have his catheter replaced. The hp confirmed there was no injury or medical intervention associated with this report. No allegations were made against any of the hp's dialysis products.

Event description:
Based on previously reported adverse events (MFR report #1831750-2010-01872 and 1831750-2010-01873), an eval was performed on all remaining wall saver recliners located at this facility. This eval found that once the ottoman was raised, it was difficult to consistently secure the ottoman back down.

Manufacturer narrative:
(B)(4). A request was made to retrieve the sample, however, the sample had been discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for leak from the cassette was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. A trend review of global complaint data showed no adverse trend for complaints related to problem code leak. Overall, the trend is stable during the time period that this incident occurred. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.